Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group deutschland received a report that the touch screen of the sorin centrifugal pump 5 (cp5) became unresponsive during maintenance. This issue was identified by a sorin group field service representative during a routine service visit. There was no patient involvement. The service representative replaced the cp5 control panel to resolve the issue. A preventative maintenance and functional verification were completed per the guidelines and no further issues were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced control panel has been requested for return to sorin group (B)(4) for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump 5 (cp5) became unresponsive during maintenance. This issue was identified by a sorin group field service representative during a routine service visit. There was no patient involvement.